Event description:
Medtronic received information that this bioprosthetic valve, implanted 1 year, was explanted due to structural dysfunction.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to patient condition. Analysis: upon receipt at medtronic's quality laboratory, it was noted that all leaflets had been removed except for a remnant of the non-coronary leaflet. The non-coronary left and left right commissures appear to have been intact prior to explant. Trace of tears and abrasions were present in the existing right non-coronary commissure; however, due to the receipt condition, the origin cannot be determined. The appearance of the right non-coronary commissure was flat, whereas the other two commissures were in the normal state. Glistening off-white pannus remained attached to the sewing ring on the inflow adjacent to the left and right cusps extending to the tissue and base stitching into the left right inferior coaptive area. Pannus extended to the inflow of the left and right cusps and possibly onto the non-coronary cusp. Radiography shows trace to moderate mineralization in the host tissue. Conclusion: note: a thorough observation of the leaflets could not be made due to the receipt condition of the valve. Review of the device history record show that this valve met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.